Manufacturer narrative:
The patient's paddle lead was cut during explant and the paddle portion of the lead was left inside the patient.

Event description:
The physician noticed a bump near the implant site. Upon further investigation, it was discovered that the patient's paddle lead was eroding through the skin. The patient's system was explanted.